Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes were overfilling. The following information was provided by the initial reporter: customer is reporting overfilling issues with blue top, sodium citrate tubes. Lot # 3194715. - was the issue involving patient or nonpatient samples? : patient.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and 10 retention samples were evaluated by functional testing. No issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes were overfilling. The following information was provided by the initial reporter: customer is reporting overfilling issues with blue top, sodium citrate tubes. Lot # 3194715. Was the issue involving patient or nonpatient samples? : patient.